Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that there was an unusually high hemolytic effect of the device leading to significant increases in creatinine levels. An angiojet® zelantedvt¿ catheter was selected for a thrombectomy procedure. In the case, there was an unusually high hemolytic effect of the device leading to significant increases in creatinine levels. This may have led to acute renal failure.